Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and it was confirmed that the quick coupling assembly was damaged. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be usage wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip on the battery reciprocator device, where the blade loads, would not turn and was locked. The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. No injuries or medical intervention were reported. The exact date the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.